Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip from a hemopro kit broke off in the patient's leg. The harvester retrieved the broken tip with the hemopro tissue welder's jaws through the original incision. No additional incision was required. A replacement accessory kit was opened to get another dissection tip in order to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.